Event description:
Irn# 610_048-19 . Initial reporters narrative: whilst performing a spinal the clinician experienced the hub breaking/coming away from the needle leaving the distal part in the patient which was retrieved.

Manufacturer narrative:
Vent took place in the (B)(6) and has been reported through (B)(4) distribution subsidiary (B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporters narrative: whilst performing a spinal the clinician experienced the hub breaking/coming away from the needle leaving the distal part in the patient which was retrieved.